Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for investigation. The generator was freezing and responded slowly to input. The cause of the issue was isolated to a malfunctioning disk on module. Replacing the disk on module resolved the issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
There was a procedural delay, however further information confirmed the delay was not clinically significant. The procedure was completed with a backup generator with no patient consequences.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During the procedure, the generator touchscreen was freezing. Everything was disconnected, turned off, and rebooted with no resolution. There was a procedural delay.